Manufacturer narrative:
It was reported to an arjo representative by a customer representative that a patient fell from an arjo citadel plus bed used with an arjo maxxair ets mattress. No injury occurred, no medical intervention was needed. The arjo representative was able to establish that the side rails were used at time of the event, but were not locked up position therefore unexpectedly released under force exerted by the patient who used the bed. The device operator was a new nurse who was not trained how to lock the side rails. The instruction how to lock the side rails is described in the product instruction for use (IFU 831.374-en rev. F). According to IFU the device operator ¿make sure the locking mechanism is securely engaged when the side rails are raised.¿ arjo devices (mattress and bed frame) were used for patient treatment when the event occurred and from that perspective played a role in the event. No malfunction was reported by the customer. The complaint was decided to be reportable due to the patient's fall which may result in serious injury.

Event description:
It was reported to an arjo representative by a customer representative that a patient fell from an arjo citadel plus bed used with an arjo maxxair ets mattress. No injury occurred, no medical intervention was needed.